Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a replacement procedure, difficulty was encountered loosening the set screw. The non-boston scientific right ventricular lead could not be removed from the device header. This device was deactivated and remains in the patient. A new system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.